Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration of device or device component, difficult to remove, patient device interaction problem, positioning issue and failure to expand. This information was received from one source. This malfunction involved one patient with no consequences. The patient is (B)(6) year old male; weight was not provided.